Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during the insertion. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "got blood return and the catheter would not thread. When the nurse pulled the IV out the needle had gone through catheter. Needle was not through catheter before insertion. This has happened twice with the same product number and lot number. No pt harm. Response received (B)(6) 2023 the same incident actually happened three times in a matter of two weeks with 2 different, experienced nurses on three different patients. This resulted in an additional needlestick on all three patients, this being the only impact with no other sequelae."

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard units from lot number: 3129610. A gross visual inspection of the returned unit revealed some damage near the catheter tip. The catheter was further inspected microscopically to attempt to determine what caused the damage. Microscopic inspection found that a v-shaped tear was present at the damage location. This is indicative of a needle spear through. No other damage other than the spear through was identified throughout the returned unit, likely indicating that the difficulty threading was a result of the needle spear through. As the returned unit was used and your report states that no needle spear through defects were observed before insertion, it is likely that the damage to the unit was caused during use. A needle spear through may occur in the clinician setting during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.